Manufacturer narrative:
Evaluation summary: analysis of the returned product by gas chromatograph (gc) showed that the product met purity specification, and that no unusual peaks were seen compared to the original gc. A check of the batch production records showed that the original gc analysis met purity specification. There have been no other complaints received for this lot number. The user reported they were diluting the product with filtered air, which is an off label use for this product. The reporter was notified that 100% gas should be injected as instructed in the product labeling, and that diluting this product with filtered air is an off label use. Additional information was requested on 08/31/2007 and 09/19/2007 by phone and on 08/31/2007 by fax and by mail. Additional information has not been received and the questionnaire has not been returned.

Event description:
Nurse reported that the last 4 patients where this tank was used in vitreoretinal surgery experienced increased intraocular pressure between 42-49 post-op where the user reported diluting the gas with filtered air. Iop leaving the or was reported to be at 17. No patient identifiers were provided for any of the affected patients. No outcomes were provided for any of the affected patients. The recorder of the event notified the rn that diluting gas with filtered air is off-label use.